Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having high blood glucose of 500 mg/dl which was treated with insulin pen. The customer stated the insulin pump gave no alarm on reservoir or infusion and test with reservoir and infusion was ok. It was unknown whether the auto mode feature at the time event was active or not. The insulin pump will not be returned for further analysis.